Event description:
New information received notes that the physician was unable to reposition the lead. The lead was explanted and replaced.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the atrial lead exhibited decreased sensing since implant. The lead was explanted and replaced. The patient was discharged.

Manufacturer narrative:
A complete lead was returned in one piece measuring 51.5cm. The damage found was sustained during the surgical procedure. The lead was otherwise normal.